Manufacturer narrative:
B5 executive summary: updated h6 health effect - clinical code: updated there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As the device was not returned and a review of all available information, fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Event description:
It was reported that during the thrombectomy procedure on (B)(6) 2020, the patient suffered from hemorrhage with possible relationship between the adverse event and subject retriever device. It was reported the thrombectomy procedure was related to the adverse event. The event resolved without clinical sequalae on (B)(6) 2020. No further information is available. Additional information received from medical safety on (B)(6) 2023, clarified that subject retriever device was not related to the first treatment strategy as first reported, instead it was used for the second treatment and the device performed as intended. There was no malfunction or allegation alleged against the subject retriever. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Therefore, this event does not meet the requirements of a reportable event. .

Event description:
It was reported that during the thrombectomy procedure on (B)(6) 2020, the patient suffered from hemorrhage with possible relationship between the adverse event and subject retriever device. It was reported the thrombectomy procedure was related to the adverse event. The event resolved without clinical sequelae on (B)(6) 2020. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.